Event description:
The following info was reported to arjohuntleigh by the materials management representative (mmr): on (B)(6) 2012, the pt exited the bed and sustained bruising to the head and left shoulder. The mmr declined to give any additional info regarding the event. On the same day, an arjohuntleigh service consultant went to the facility to pick up the bed and the charge nurse reported when the bed was set to "instaflate" the audible alarm would sound once but not consecutively. The nurse also reported that side rails were not being placed in the up position for the pt as the facility's protocol requires the family's permission to utilize side rails and the pt's family had not been asked permission. No additional info was available.

Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg sit kinetic concepts inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh inc. (B)(4). Additional info will be provided upon conclusion of the manufacturers investigation.